Event description:
Patient had initial procedure on (B)(6) 2008 with an implant of a 25-16-140bl bifurcated device and a 25-25-75l with good results. Patient returned for follow up to hospital in (B)(6) 2010 and CT identified a proximal type I endoleak. The physician noted that since the initial procedure the patient's anatomy had changed causing the type I endoleak. On (B)(6) 2010 the patient returned to the hospital for a secondary implant of a 28-28-75l proximal extension and an aortic stent which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown whether the patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.